Manufacturer narrative:
The adverse event was not caused by the technical malfunction of the device, but due to a user error, not following safety and warning instructions as per the user's manual. For example, the user ignored the energy deviation error message and continued with the treatment.

Event description:
A health care professional (hcp) was performing a myopic refractive treatment on the patient's left eye, when the device made a noise and received an error message (energy deviation 10%). The patient's treatment had to be suspended. The hcp continued the surgery with the same device, later that day. During a follow up of the patient's vision, the hcp noticed an excessive ablation on the left eye, which had caused an astigmatism to the patient. It was reported that the patient has lost 3 lines in visual acuity one week after treatment.